Event description:
Image of bd 20ml luer-lok tip sterile syringe with molten gasket. This is the second one we've found in the last 2 months. Manufacturer response for 20ml luer-lok tip syringe, 20ml luer-lok tip syringe (per site reporter). Emailed mfg [redacted], shipped via fedex [redacted] on [redacted].